Event description:
The user initially experienced pain at the implant site, prompting the surgeon to advise discontinuation of wearing the device. After three days of non-usage, the pain subsided, allowing the user to resume using the behind-the-ear (bte) audio processor. However, a few days later, the device extruded through the skin. The user was explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to infection and extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The user initially experienced pain at the implant site, prompting the surgeon to advise discontinuation of wearing the device. After three days of non-usage, the pain subsided, allowing the user to resume using the behind-the-ear (bte) audio processor. However, a few days later, the device extruded through the skin. The user was explanted.